Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed. No additional info was available. There was not report of pt injury.

Manufacturer narrative:
Fiber analysis: the fiber cap remains intact and attached and exhibits a drilled through condition. The bevel section melted and exhibits burnt glue. The fiber cap exhibits mild detritus, char, devitrification and melted glass. The fiber cap condition could prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.